Manufacturer narrative:
(B)(4). The sample was not returned, so no evaluation could be performed and not batch review was done since the lot number was unknown. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Additional investigation is being conducted through (B)(4).

Event description:
The customer contacted baxter's technical service center (tsc) regarding a check patient line alarm which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the caregiver (cg) check line for kinks, occlusions, fibrin, and air bubbles. The cg stated air bubbles were in the patient line. The tsr explain to check patient line before connecting for air bubbles. The tsr assisted in ending the therapy. The tsr advised cg to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the check patient line alarm. The hp reported that the issue was resolved by starting over with new supplies. The hp said that the cassette was "bad". The hp said that the caregiver (cg) does prime the patient line completely and makes sure that all clamps are open. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any other of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.